Event description:
Our rep is reporting that during an arthroscopic shoulder repair, the surgeon used 2 same suture passing devices that became difficult to use. The actuating mechanism became sticky and needle deployment was difficult upon examining the second of the devices, the needle broke within the device and rendered it inoperable for use. At this point, the surgeon decided to go full open to remedy the shoulder issue. The procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
We are awaiting the receipt of the complaint device towards a failure evaluation. A follow-up report with the evaluations conclusions will be forth coming.